Manufacturer narrative:
(B)(4).

Event description:
According to the reporter they had a bravo capsule which detached before the end of the procedure. There was no harm to the patient or staff and a repeat procedure will be performed.